Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator did not work, preventing user from access and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient refrigerator was not working and was failed to recover. A field service engineer (fse) smart remote manager (srm) was failed and was unrecoverable. So, the fse removed the plate and inspected the latch component. There some oxidation was present on latch microswitches, also one of the microswitch screw came loose. So, the fse decided to replace the latch. After replacement the fse reassembled the device, then rebooted the device. Then used the diagnostics to test srm multiple times and the latch was fully functional, then rebooted to es application, after that the customer successfully tested srm without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator did not work, preventing user from access and causing delays. There were no adverse events or injuries reported based on this event.